Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MFR report #: 2134265-2010-04886. (B)(6). It was reported that following a coronary artery drug eluting stenting treatment procedure the patient experienced a myocardial infarction. The index procedure treated two target lesions. Target lesion one was a 90% stenosis measuring 3.5x26mm in the proximal rca (right coronary artery). Target lesion two was a 90% stenosis measuring 3.5x20mm in the mid rca. Predilation of the proximal rca was completed with a 3.0x30mm apex balloon. During an attempt to treat the distal segment using a buddy wire the 3.5x38mm taxus liberte stent was unable to advance to the distal portion of the lesion and there was evidence of the stent coming off of the balloon. The 3.5x38mm taxus liberte was deployed in the proximal portion of the vessel covering the ostium with a final good result. A second 3.0x38mm taxus liberte stent was placed in the distal segment of the lesion with 10% residual stenosis. One day post procedure the patient experienced elevated cardiac enzymes. No treatment was required and the patient was discharged the same day on aspirin and prasugrel.